Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a chemosafelock bag spike that was reported to contain foreign matter at/in an unspecified location of the device. The event occurred before use to the patient. There was no patient involvement and no human harm reported.

Manufacturer narrative:
The complaint of particulate matter on item (B)(6) cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record review couldn't be performed due to lot number for this complaint was unknown.